Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 24-may-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 2.750 mg/day) and bupivacaine (2.5 mg/ml at 0.6874 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pump pocket was bulging. The physician opened up the pump pocket and csf (cerebrospinal fluid) was found at the site. Upon observing the catheter, a small puncture was found near the connector site. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The catheter was revised by adding a sutureless connector segment and good csf flow was observed at the end of the case. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.